Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. Customer may continue to use the pump.